Manufacturer narrative:
Section d4 serial number was corrected.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp was inserted per standard protocol without initial issue. Upon entry into the left ventricle, the 0.018-inch guidewire was completely withdrawn, and the automated impella controller (aic) was initiated in auto mode. The device was ramped up, at which point motor current values increased to approximately the 600s/500s ma range, and suction alarms were observed. The device was transitioned to p3 manual mode. A 1-liter fluid bolus was administered to assess for preload contribution to the suction condition. Device position was assessed and reported to be at an appropriate depth within the ventricle, oriented toward the apex, relatively motionless in the left ventricle, and positioned superior to the aortic valve. The cannula was observed to appear slightly kinked, which was attributed by the physician to patient anatomy, as the cannula was reported to be in appropriate condition upon insertion. Suction alarms persisted throughout most of the case despite fluid resuscitation and confirmation of device position. The intervention was completed, after which the device was weaned and explanted. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event. The impella cp was retained by an abiomed representative for return to headquarters; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
D4 primary UDI number was revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - low or blocked pump flow: the cause of low or blocked pump flow was most likely due to cannula kink since the clinical team confirmed the issue was due to the patient had difficult anatomy. Pd-cannula assembly- (twist, bent, kinked): the cause of pd-cannula assembly- (twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the issue was due to the patient had difficult anatomy.